Event description:
It was reported that stent dislodgement occurred. Vascular access was obtained via radial artery. The target lesion was located in the subclavian artery. A 8.0x30x135cm express ld stent was advanced for treatment. However, during the procedure, the physician decided to do only angioplasty. While trying to remove the stent, it was knocked off the catheter by the edge of the sheath into the mid right radial forearm. The stent was angioplastied in place, and had no affect on the patient. There were no patient complications reported.